Event description:
A report was received that the patient's ipg was tilted at an angle. The charger was unable to couple well. The physician repositioned the ipg and the patient was reportedly doing fine.